Event description:
A (B)(6) advia centaur cp ahbs result was obtained by the customer and considered discordant when compared to a repeat (B)(6) test result. The customer runs quality control every twenty four hours and had observed that the (B)(6) quality control index result was out of range. Repeat testing was performed on patient samples and a (B)(6) result was obtained for this patient sample. There was no known report of adverse health consequences due to the initially discordant (B)(6) result.

Manufacturer narrative:
The cause for the initially (B)(6) advia centaur xp ahbs result is mostly likely attributed to reagent handling. After the customer remixed the reagent pack after a 24 hour period, the negative control index and repeat patient result was (B)(6). The instruction for use (IFU) under the interpretation of results states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." "Retest zone: samples with an initial value greater than or equal to 7.5 and less than 12.5 miu/ml (index value greater than or equal to 0.75 and less 1.25). If results are within the retest zone after initial testing, samples are to be retested. After retesting, if 3 results are available and 2 results are greater than or equal to 10.0 (index value greater than or equal to 1.00), then the sample is considered to be reactive. If 3 results are available and 2 results are less than 10.0 (index value less than 1.00), then the sample is considered to be nonreactive." The instruction for use (IFU) under the quality control section states the following:" if the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: consider the sample results invalid. Verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. Investigate and determine the cause for the unacceptable control results. When the condition is corrected, retest the controls and confirm that results are within acceptable limits. Repeat patient specimens before reporting results for this run. If necessary, contact your local technical support provider or distributor for assistance." The advia centaur cp operators guide: appendix c reagent information under the reagent handling section states the following: "when testing is complete you may remove the reagents from the system or leave them on the system. If you remove the reagents, cover the pierced film area of the primary reagent pack with self-sealing laboratory film and place the pack in the reagent storage tray at 2-8°c. Store pierced primary reagent packs upright in the storage tray to minimize spillage. Follow the pierced primary reagent pack procedure before placing the reagent pack back on the system. Reagents left on a system with the power on are automatically mixed by the system and do not require further mixing." "Note: if reagent mixing is turned off, but reagent cooling remains on, remove all primary reagent packs from the system and check for solid phase settling. Mix all primary reagent packs following the unpierced/pierced primary reagent pack procedures and place the reagent packs back on the system. Verify reagent performance based on acceptable quality control results or by criteria established for your laboratory. If reagent cooling is turned off for longer than two hours, remove the primary reagent packs from the system and store at 2-8°c. Mix all primary reagent packs following the unpierced/pierced primary reagent pack procedures before placing the reagent packs back on the system. Verify reagent performance based on acceptable quality control results or by criteria established for your laboratory. "